Event description:
It was reported that the patient presented with inappropriate atp and hv therapy due to post sensed t wave oversensing on ventricular lead. The patient was lost to follow-up. Programming changes were recommended. No further information is available.

Event description:
New information received notes that the asymptomatic patient presented to clinic with another instance of post-paced t-wave oversensing. Programming changes were made and further induction testing was recommended.

Event description:
New information received notes that the patient received inappropriate high voltage therapy due to post-sensed t-wave oversensing that was misdiagnosed as vt. The rhythm appeared to be the result of bigeminal pvcs. There was no acceptable program change to hide the pvcs. Therefore, medication changes and reprogramming the vf zone were recommended. Close monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.